Event description:
Reportedly, despite a couple of attempts the firing lever did not stay closed after firing. No staples were applied at all. The instrument was carefully opened and the tissue was observed to be open. Therefore, instead of stapling the anastomosis it was hand sewn. A temporary stoma was also done because of a perforation. There were no reported ill effects to the patient.